Manufacturer narrative:
RMA issued. Evaluation to be performed upon receipt of the wheelchair. (B)(4) 2012 - (B)(4). Device chair model m51predbase, sn (B)(4) was returned for evaluation on (B)(4). Results of evaluation: per visual evaluation, it was found that the joystick swing away mount was missing one of the four pivot screws and the rest of the hardware was loose, and the joystick mounting hardware was missing. During the functional evaluation it was found that the products joystick swing away mount was missing a pivot screw and the rest of the hardware was loose. This device is not used for diagnosis or treatment. Conclusion: the original complaint which alleged that the joy stick mount came apart and caused the joystick to rotate 90 degrees was verified. Per the customer complaint investigation: initial set up was completed assistant branch manager. The set up included setting the seat into the base and the attachment of right handed quad link to joystick. The steps included - removed two screws using phillipshead screwdriver from the bottom of the joystick unit, connected the quad link assembly to the area that the joystick had been mounted, connected the joystick to the inner mounting holes of the quad link, via two screws provided. Upon delivery of the product it was noted that the product was losing power, and it was found that the control cable was disconnected due to a break in the clip that holds it on. This part was replaced by the tech. When the tech was called back regarding the issue it was found that the quad link was missing a bolt.

Event description:
The consumer alleges the quad link retractable joystick mount came apart and caused the joystick to rotate 90 degrees. This allegedly caused the consumer to lose control of the chair and run into a wall in his apartment, bruising his arm.

Event description:
The consumer alleges the quad link retractable joystick mount came apart and caused the joystick to rotate 90 degrees. This allegedly caused the consumer to lose control of the chair and run into a wall in his apartment, bruising his arm.

Manufacturer narrative:
RMA issued. Evaluation to be performed upon receipt of the wheelchair.